Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager sticky adhesive was coming loose. A field service engineer scraped off adhesive and placed new adhesive on device to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the remote manager was falling off. The customer stated that this malfunction caused a delay to the patient care. And requested to reattach the remote manager back onto the refrigerator. The customer reported that due to this issue, there were multiple error messages displaying on the screen. There were no adverse events or injuries reported based on this event.